Event description:
It was reported to st. Jude medical that the pt received appropriate shocks for vt. However, a low measured high voltage lead impedance was observed during interrogation. Suspected lead or device fault. Lead fracture was found.